Manufacturer narrative:
The reported field event of simultaneous pacing was confirmed. The device was tested on the bench and the pacing anomaly was due to failure of hercules ic. Visual inspection of the atrium and ventricular channels did not find any anomalies.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the newly implanted pacemaker was simultaneously pacing the right atrium and right ventricle. Physician stated this was not crosstalk. The pacemaker was replaced and issue was resolved. Patient was stable post procedure.